Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: g2 (just "company representative" must be selected as this is a reportable at estimation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in nozzle. There was no physical damage at the place where the foreign material remained. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in pcf-190 series operation manual, chapter 3 preparation and inspection. Instructions for use states that preventive measure in pcf-190 series reprocessing manual, chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the nozzle was clogged on the colonovideoscope. There were no reports of patient involvement.